Event description:
It was reported by the customer that a bd pyxis¿ es server displayed an error message on the weblink. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the es server was experienced an error on weblink. A technical support specialist closed the complaint, since the issue was resolved by vendor. The system functioned as intended after the technical support specialist troubleshot the device.